Event description:
It was reported that the atrial lead had been functioning poorly for some time, and the device had been programmed to vvi because of it, and the right ventricular (rv) lead exhibited an exit block. It was decided to replace the rv lead; however, during the replacement procedure, both the atrial and rv leads tested fine. As a result, the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned to the lab due to no capture. Device analysis found that the no output condition was the result of lifted hybrid bond wires.